Event description:
It was reported to philips that the device cannot discharge. It was reported to philips that the alleged failure was observed while the device was in use on a patient. However, no adverse patient impact was reported by the customer.